Event description:
It was reported the pt's ipg was unable to communicate with the charger. The sjm representative was unable to establish communication with extra external devices. The physician explanted and replaced th ipg. Post-operative programming provided the pt with effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.